Event description:
During the procedure, smoke, a spark and a flame were observed coming off the bovie cord where it connects to the hand piece. After the flame, the bovie cord broke in half. Earlier in the case the staff and surgeon questioned the performance of the bovie/suction. They felt that it may not have been working properly. As soon as the rn at the field observed the flame she stated to everyone in the room "fire" and then doused the bovie cord with the saline from her back table (as per protocol). The cord was removed for the field and sequestered. A new cord was placed on the field and the procedure was "competed". After the procedure, the bovie machine, bovie pads and the drapes were all removed "a" sequestered.

Event description:
During the procedure smoke, a spark and a flame were observed coming off the bovie cord where it connects to the hand piece. After the flame the bovie cord broke in half. Earlier in the case the staff and surgeon questioned the performance of the bovie/suction. They felt that it may not have been working properly. As soon as the rn at the field observed the flame she stated to everyone in the room "fire" and then doused the bovie cord with the saline from her back table (as per protocol). The cord was removed for the field and sequestered. A new cord was placed on the field and the procedure was competed. After the procedure the bovie machine, bovie pads and the drapes were all removed a sequestered.

Event description:
During the procedure smoke, a spark and a flame were observed coming off the bovie cord where it connects to the hand piece. After the flame the bovie cord broke in half. Earlier in the case the staff and surgeon questioned the performance of the bovie/suction. They felt that it may not have been working properly. As soon as the rn at the field observed the flame she stated to everyone in the room "fire" and then doused the bovie cord with the saline from her back table (as per protocol). The cord was removed for the field and sequestered. A new cord was placed on the field and the procedure was competed. After the procedure the bovie machine, bovie pads and the drapes were all removed a sequestered.